Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller power supply connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.